Manufacturer narrative:
Section b5: correction. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer analysis conclusion: a direct relationship between the device and the reported events could not be determined. The account reported through patient outcome that the patient expired on (B)(6) 2019 due to an unknown cause. It was also reported that the patient had idioventricular rhythm. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file to this event.

Event description:
It was reported that the cause of death was related to idioventricular rhythm.

Manufacturer narrative:
A direct relationship between the device and the reported events could not be determined. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired and the cause is unknown. No additional information was provided.